Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter leading the pump to shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing charging supplies using tandem wall adapter and charging cable, and technical support advised that insulin on board and maximum hourly dose were reset to zero and that continuous glucose monitoring sessions had to be manually restarted after shutdown, instructing customer to monitor pump and call back if issue persisted.